Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powers on appropriately to the verification screen. An ezprime operation was performed with no issues. The units remaining were correctly calculated and accurately recorded in the pump history. A review of the pump history indicated that there were no boluses for (B)(6) 2011 and (B)(6) 2011. A review of the total daily dose history indicated that the pump was delivering accurately up to the reported event date and that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours and was found to be delivering appropriately. No insulin delivery defects were found on investigation. The complaint regarding the pump history could not be confirmed or duplicated. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient reported that on (B)(6) 2011 she was admitted to the hospital with a diagnosis of diabetic ketoacidosis. The patient stated that her blood glucose (bg) was tested at home (400mg/dl) and she experienced shortness of breath, nausea, and emesis. She reported that she was transported to the hospital; she reported bg of 600 mg/dl. The patient noted that she received insulin and fluids intravenously. The patient reported that she began to experience elevated bg (200-400mg/dl) during the past week. She replaced the infusion site several times and denied any issues. The patient reviewed the pump with customer support and discovered that no bolus deliveries were recorded in the total daily dose history. The patient alleged that she delivered boluses on these days ((B)(6) 2011 and (B)(6) 2011). This complaint is being reported because the patient experienced medical treatment for dka and it is currently unknown if the cause was a pump malfunction (under delivery of insulin) or use error (patient failed to deliver bolus insulin).

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.